Manufacturer narrative:
Batch review performed on (B)(6) 2026 lot 2339037: 50 items manufactured and released on (B)(6) 2024. Expiration date: (B)(6) 2029. No anomalies found related to the problem. To date, 43 items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by clinical affairs department revision 5 months and a half after the primary surgery, due to pain due to a baseplate that was implanted too superior on the glenoid face during the primary surgery. The liner was changed to a constrained e-cross liner d 36/+0. The medacta stem remained as it was well fixed. The surgery was completed successfully. From the radiographic image it is visible the position of the baseplate which is suboptimal. With the information at hand there is no reason to suspect a malfunctioning device. Root cause:as reported in the form, the device was likely positiined suboptimally at the time of the primary surgery. There is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
The patient came in presenting pain due to a baseplate that was implanted too superior on the glenoid face during the primary surgery. About 5 months and a half after the primary surgery, the surgeon revised the baseplate and glenosphere to a competitor baseplate and glenosphere, and the liner to a rev. Constrained e-cross liner d 36/+0. The medacta stem remained as it was well fixed. The surgery was completed successfully.